Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The machine has been replaced with another. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that water leaking from the side of a heater-cooler system directly below the water supply port as soon as water is supplied during maintenance. The issue was identified during setup. There was no patient involvement.

Manufacturer narrative:
The serial number provided in the initial report was incorrect. Through follow-up communication livanova learned the correct serial number which has been added to the dedicated d.4 section. Manufacturing date of device has been updated accordingly in h.4 section. H.10: through follow-up communication livanova learned that the reported water leak was internal and not external. Therefore, the reported issue is unlikely to result in serious injury due to slippage. In addition, upon device checking water was found to be overflowed onto cardioplegia bridge and no device defect could possibly related to water leak was found, indicating the the reported leak was more likely caused by the user who overfilled device tanks. Based on the mentioned information, the reported issue is not likely to result in serious injury and has been re-assessed as not reportable.

Event description:
See initial report.